Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that the patient tried to troubleshoot but unable to stop the alarm. Subsequently, the patient switched to backup pump and resumed infusion. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved attaching a cassette to the device and it was found that the pump ran with no issues. Based on the investigation, the complaint allegation was not confirmed. The upstream sensor and downstream occlusion sensor were replaced as a preventive measure.